Manufacturer narrative:
Utis occurred after catheter insertion every month, over 9 months for a total of 9 utis. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the patient had a urinary tract infection after catheter insertion ((B)(6) 2023), occurring every month 9 months, but has not had issues for the last 3 months. Patient was prescribed methenamine for prophylactic care. It is unknown if the infection was caused by the folysil catheter as the patient only received one folysil catheter during the timeframe.

Event description:
According to the available information, the patient had a urinary tract infection after catheter insertion ((B)(6) 2023), occurring every month 9 months, but has not had issues for the last 3 months. Patient was prescribed methenamine for prophylactic care. It is unknown if the infection was caused by the folysil catheter as the patient only received one folysil catheter during the timeframe.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. However, this complaint will be used for trend analysis. According to the information known, quality database was checked and revealed the field safety notice fsca_20241119_packaging associated with the corrective and preventive action: CAPA-000323 ¿non-conformity of the primary pack on products of multivac 2 machine in dsu value stream on tat-site¿ opened on november 2024. All the products packaged on the multivac 2 machine were recalled on the 5 previous years. The investigation conducts to some corrective actions like the change of the packaging foil, new control tools, and retraining of operators. A similar case study was performed based on scope of recall scope (see document defect: packaging issue or infection from march 2021 to march 2025: 17 similar cases were found. A rmf evaluation was performed based on criq 247- risk identified 10116 (hazardous situation: lack of sterile barrier properties for primary packaging) we can conclude that the overall residual risk associated with the use of the medical device when weighed against the benefit/risk ratio to the patient / user is not adequately or insufficiently controlled. Necessary actions need to be taken to review the risk mitigations and to reset the risk criteria in the green area. The harms, severity and occurrence are not within anticipated levels per the risk documentation. A medical assessment was also performed which conclude: the risk of infection appears as moderate but cannot be eliminated, essentially through a contamination cascade from the outer pouch breach to the external surface of the inner pouch, then to the surgeon¿s glove, then to the patient, which is likely to develop an infection process if his own immune system or the antibioprophylaxis are not sufficient. Taking into account the multiple risk ratios for each step of the cascade, and based on the sensitivity analysis performed, the final risk is not expected to exceed the usual highest rates reported in literature for each device family.

Manufacturer narrative:
According to the information known, the quality database was checked and revealed the field safety notice associated with the corrective and preventive action z-0844-2025. All the affected products were recalled on the 5 previous years. The investigation resulted in some corrective actions like the change of the packaging foil, new control tools, and retraining of operators.

Event description:
According to the available information, the patient had a urinary tract infection after catheter insertion (B)(6) 2023), occurring every month 9 months, but has not had issues for the last 3 months. Patient was prescribed methenamine for prophylactic care. It is unknown if the infection was caused by the folysil catheter as the patient only received one folysil catheter during the timeframe.